Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient could feel the side of their implant and it felt like it moved. The patient felt the ¿pokey things¿ at the implant site and it felt bent. The patient did not think there was any redness or swelling, and did not believe there was an infection. It was reported the stimulation seemed to be ok, but their right foot ¿feels weird¿ on the right side and related the feeling of sciatic nerve pain in the foot. It was noted there were no trauma/falls that could be related to the issue, and the patient would follow-up with their healthcare provider (hcp) to have their device and implant site checked out and discuss next steps. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.